Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was returned to our fisher & paykel healthcare (f&p) regional office in india and was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. The device was then disposed of. Results: during testing it was found that the audible alarm did not function. Conclusion: we are unable to determine the cause of the failure mode in this instance. A change to the control board has since been implemented to improve the speaker's performance. It should be noted that the airvo 2 is equipped with both audible and visual alarms. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in india reported via a fisher and paykel healthcare (f&p) field representative of an issue with a pt101 airvo 2 humidifier. Upon device assessment at the regional office in india, it was found that the audible alarm was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative of an issue with a pt101 airvo 2 humidifier. Upon device servicing, it was found that the audible alarm was not functioning. There was no patient involvement.